Event description:
As reported, on (B)(6) 2025 during an inguinal hernia repair procedure the patient was implanted with a 3dmax mesh. As reported it was later identified that the mesh had a labeled expiration date of (B)(6) . There was no reported patient injury, change in course of treatment, or any medical/surgical intervention due to the issue; the mesh remains implanted.

Manufacturer narrative:
As reported, the 3dmax mesh was implanted beyond its labeled expiration date. There was no adverse outcome associated with the patient reported. The event is confirmed as a use related error, with no malfunction of the device. There was no reported patient injury, or any medical/surgical intervention due to the issue. A review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 682 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.